Event description:
As reported by our edwards affiliates in serbia, following a tavr procedure using a 23mm sapien 3 valve via the transfemoral approach, post-procedural echocardiography revealed elevated transvalvular gradients (mean gradient of 11.4 mmhg and peak gradient of 22.3 mmhg). Five days later, the patient presented with shortness of breath. A follow-up echocardiogram showed further increased gradients (mean of 20 mmhg and peak of 40 mmhg), along with mild aortic regurgitation. No signs of hypoattenuated leaflet thickening (halt) were observed. The patient was discharged in stable condition and scheduled for follow-up. As per medical records, there was mild aortic regurgitation.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided that showed mild aortic valve regurgitation noted after deployment, the valve appeared not fully deployed (the middle section of the valve smaller than the bottom). Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The reported events of increased gradients and central regurgitation were confirmed based on the medical records and imagery provided. Available information suggests procedural factors (under-expanded valve) likely contributed to the event as per the imagery provided, the middle section of the valve was smaller than the bottom. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve would obstruct, which can contribute to increased gradients. Deploying the valve using less than the prescribed volume may result in the inability for the valve leaflets to properly function. The decrease in valve diameter due to lack of deployment volume may result in a gap between the valve leaflets preventing the valve from fully closing. Under expanding the valve may also prevent the valve leaflets from fully opening and allowing proper ejection fraction. The valve must be fully deployed for proper function. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.